Manufacturer narrative:
Problem 1710034-2023-00471 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter would not retract fully. The following information was provided by the initial reporter: *the push button safety on insyte autoguard blood control wont retract the needle fully.

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter would not retract fully. The following information was provided by the initial reporter: *the push button safety on insyte autoguard blood control wont retract the needle fully.